Manufacturer narrative:
Additional information: the device was received for evaluation. Internal and external inspection was performed, and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue of fullness. The logs revealed the patient had a last fill volume of 1000ml with an initial drain volume alarm set for 600ml. The initial drain alarm was not =70%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused of contributed to the reported events. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full and shortness of breath during fill 3 of 4. The patient was connected to the homechoice pro device at the time of the events. The caregiver asked for instructions to perform a manual drain and bypass. Renal therapy services (rts) informed the caregiver not to bypass the cycle to last fill as a bypass would lead to the addition of another cycle. The caregiver reported a bypass during the initial drain had already been performed. Rts assisted the caregiver in ending the treatment and getting to manual drain. It was reported a manual drain was performed before connecting the patient and drained 908ml. It was reported the initial drain removed another 88ml, the last fill volume was 1000ml and the initial drain amount was 600ml. It was reported the patient was empty when the last drain volume was bypassed in the initial drain. The fill was stopped at 1920ml out of the 2000ml that was expected to fill. The manual drain removed 2139ml of fluid and relieved the patient symptoms. A swap of the device was initiated. There was no report of medical intervention associated with this event. No additional information is available.